Manufacturer narrative:
Concomitant medical products: 4046 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) withheld therapy for an supra ventricular tachycardia (svt) episode that appeared to be atrial fibrillation (af) with concurrent ventricular tachycardia (vt). It was determined that the crt-d withheld therapy due to a device feature that uses pattern and rate analysis to discriminate between svt and true ventricular tachyarrhythmias. The crt-d remains in use. No further patient complications have been reported as a result of this event.